Event description:
Information received with return of the device does not address the patient's clinical status but notes that at implant, no atrial sensing was observed after connecting to the lead.